Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The patient was undergoing verticalization therapy via specialty bed when the failure occurred. The customer was asked to remove and reinsert the fiberoptic sensor, but the alarm continued. With the transducer at the phlebostatic axis, it was recommended they remove and coil up the orange cable, marking it ¿broken¿. They said the inner lumen waveform looked good and there were numbers that correlated to what her fiberoptic numbers were. Therapy was discontinued after approximately six days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter info: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and the sheath was returned over the membrane. Three kink was observed on the catheter approximately 72.9 cm, 76.2cm and 42.9cm from the iab tip. Additionally, one kink was observed on the inner lumen approximately 76.2cm. The extender tubing and three-way stopcock were also returned. The optical fiber was found to be broken approximately 76.2cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. The inner lumen kink appears at the same place as the fiber optical sensor break, which eventually caused the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID #: (B)(4).